Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_(B)(4) - envision ide study, patient site: (B)(6). It was reported that on (B)(6) 2026, a 35mm navitor vision valve was chosen for implant in a bicuspid aortic valve using a large flexnav delivery system. A pre-implant balloon valvuloplasty was done with a 26mm non-abbott balloon. The valve got partially and fully re-sheathed 2 times due to the implant being too high and too low. The final implant depth at non-coronary cusp (ncc) was 5.6mm and left coronary cusp (lcc) was 6.6mm. During the procedure, the patient had a severe bradycardia with a new right bundle branch block. For treatment, a permanent pacemaker was implanted. Post-procedure, the patient experienced chest pain, nausea and vomiting. The following day, the serial cardiac markers peaked and interventional cardiology ruled that the patient had type 2 myocardial infarction. No treatment was required. On (B)(6) 2026, the patient was discharged.